Manufacturer narrative:
Concomitant products: product ID 355531, lot # n436331, implanted: (B)(6) 2014, product type screening device; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was post-operative cellulitis at the left flank at the spinal cord stimulator (scs) battery site. Interventions included medication administered specifically IV vancomycin for 21 days. The event resulted in in-patient hospitalization. Diagnostic methods showed that the patient had signs and symptoms of an infection. The event was unlikely related to the device or therapy and related to the implant procedure. The outcome was resolved without sequelae. Relevant medical history included spinal pain.